Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer was dispatched to investigate the iabp and found that the problem was due to the condensation build up; therefore, the fse performed the condensation removal procedure. The fse then performed calibration and functional checks as per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated a "maintenance required # 3" alarm. The circumstances under which this event occurred is unknown; however, it was reported that no patient was involved during this event. There was no adverse event reported.

Manufacturer narrative:
Upon further review it was observed that the previous report was submitted stating that "it was unknown under which circumstances this event occurred," but this event was reported to have occurred, "after therapy use". Furthermore, on the previous report the acronym, field service engineer (fse), was not adequately defined.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated a "maintenance required # 3" alarm after therapy use. There was no patient involvement or adverse event reported.